Event description:
Add'l info received from MFR on 1/27/2000: the sample received was forwarded to the bd r&d technical resource ctr for evaluation of the unknown material. The greenish/brown material was present on the needle hub ID, along with the od surface of the syringe tip. The resultant spectrum for the material yielded a very close match with isopropylidenediphenol, a compound which is not present at any point during the mfg procedure. While the origin of the majority of the foreign matter cannot be ascertained, as the syringe was returned open and not in an intact package, it can be stated that the foreign matter was introduced after the mfg process. This type of incident occurs very infrequently. The mfg facility will be advised of this report.

Event description:
While drawing up an immunization there was a "film of gunk" noted at the hub of the needle. As a result the entire multidose influenza vial was contaminated. The "gunk" was reddish/brown in color.

Event description:
Add'l info rec'd from MFR 2/2/2000: the resultant spectrum for the material yielded a very close match with isopropylidenediphenol, a compound which is not present at any point during the MFR procedure. While the origin of the majority of the foreign matter cannot be ascertained, as the syringe was returned open and not in an intact package, it can be stated that the foreign matter was introduced after the mfg process. This type of incident occurs very infrequently. The mfg facility will be advised of this report.